Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) frequency knob did not function correctly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) frequency knob did not function correctly. It was also indicated that the hanger was broken, and a button was out of specification. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.